Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. The sample was clean. Both slides were in their initial positions. It was noted that the needle was returned bent starting at the base of the needle. There were no other visual anomalies observed on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was not able to lock into place, resistance was felt due to the bent needle . Further functional testing could not be performed due to the bent needle. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the sample was returned for evaluation. The investigation is confirmed for bent, as the cannula and stylet were found to be bent. Additionally, the investigation is inconclusive for self-activation and failure to prime, as the device could not be fully functionally tested due to the bent needle. During sample evaluation, the stylet and cannula were found to be bent, which could have contributed to the failure to prime. All maxcore needles are visually inspected for bends before and after assembly at manufacturing. Therefore, it is unlikely that the root cause is manufacturing related. Furthermore, it is unknown whether shipping and/or handling issues contributed to the event, as the user did not report a bend. The definitive root cause could not be determined based upon available information. Labeling review: the current maxcore disposable biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the device allegedly would not stay primed and would keep firing without being triggered. Reportedly, another device was used to perform the procedure. There was no reported patient involvement.